Event description:
It was reported that the patent presented in clinic with a pacemaker that triggered the elective replacement indicator. It was noted that the pacemaker was not pacing. The pacemaker was explanted and replaced. The patient was recovering.

Event description:
It was reported that the patent presented in clinic with dizziness, pre-syncope, and a pacemaker that triggered the elective replacement indicator. It was noted that the pacemaker was not pacing. The pacemaker was explanted and replaced. The patient was recovering.